Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4)- mps reported inaccurate cuts on the lateral side. Case type : not reported.

Manufacturer narrative:
Update to d2. Reported event: it was reported that rob552- mps reported inaccurate cuts on the lateral side. Case type : not reported¿ product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: mps stated he was not present in the case. Sales rep was present during the case. Fse already contacted. Work performed: performed kin cal on both sides due to failure of arm accuracy. Made slight adjustments to j2 bumpstops. Checked the base array for defects, none were found. Checked multiple mics handpieces for damage and none were found. Checked camera lenses for damage or dirt and none was found. Found a loose ball on the left side of the slider. Secured the ball with loctite. All adjustments and repairs made. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records associated with rio 552 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, rob# rob552 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was reproduced. Kin cal was performed on both sides due to failure of arm accuracy. Slight adjustments were made to j2 bumpstops. No defects were found on the base array. No damage was notices on any of the mics handpieces. No damage or dirt was found on the camera lenses. A loose ball was found on the left side of the slider which was secured with loctite. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case number: (B)(4). Rob552- mps reported inaccurate cuts on the lateral side. Case type : not reported.